Manufacturer narrative:
A stroke or cerebral vascular accident (cva) is a well-known complication associated with the surgical aortic valve replacement. These events can be ischemic or hemorrhagic. The etiologies of ischemic strokes are many, and are typically procedure and/or patient related. One is embolization of calcific debris during placement of the aortic crossclamp or debridement of the diseased aortic valve. Other common causes include atrial fibrillation and embolizations from carotid artery lesions. The reported event indicates no device malfunction or quality deficiency that may have caused or contributed to this event. The patient was discharged home on post-op day 6, no additional information provided.

Event description:
It was reported by edwards clinical affairs that a patient had a delayed recovery from the anesthesia vs. Stroke by nihss exam, 1 day post operatively. Also noted, "somnolent with intermittent strength of his left hand side, still continuing to emerge from anesthesia. Much improved by (B)(6) 2012 (2 days post-op). CT of head on (B)(6) 2012 (6 days post-op) indicates an acute ischemic stroke in mca/aca watershed region. The report indicates no device malfunction related to this event. The implant operative report indicates the replacement valve was found to be satisfactory, and implanted with no complications.